Event description:
The t15 driver (p06 n0421 lot 0918-p06-25) was received and inspected on 10/30/2023. The driver had laser etching that was beginning to fade, providing evidence that the driver had undergone steam sterilization and cleaning multiple times prior to the device being broken. Additionally, the torx driver tip had visible evidence that the tip had twisted prior to the driver tip breaking off. When inspected with the mating k-wire, the driver was confirmed to accept the k-wire without excessive resistance. When measured with a digital caliper, the driver measured at exactly 4.00 inches (nominal), indicating a significant portion of the driver had not broken off. Based on the evaluation, it was confirmed that, at a minimum, the driver tip had twisted and was likely caused by the excessive use of the driver and normal wear over time.

Manufacturer narrative:
This is a supplemental report to MDR #3011580264-2023-00012 this supplemental report includes data related to the investigation performed after the product was received.

Event description:
It was reported by the surgeon, surgeon was removing a 6.7mm colag screw and a 4.0mm colag screw. The surgeon encountered high resistance when removing a 6.7mm colag screw and a 4.0mm colag screw and ended up breaking the drivers. The t25 snapped and the threads on the t15 twisted. Surgeon used a synthes removal driver and managed to remove the 6.7 screw however managed to snap the 4.0mm screw mid shaft and decided not the remove the remaining metalware. Additional information was received confirming this event occurred during screw removal surgery, removal as soft tissue irritation on the medial side post proximal tib/fib fusion that occurred 2.5 years ago. There was significant bone growth around the screw due to the fusion procedure. The surgeon decided to leave the remaining fragment in the patient. The surgeon determined the screw was removed enough to be buried within bone to achieve the intended reduction in soft tissue irritation. The surgeon also determined the removal of the snapped screw was not required as no portion of it was protruding and an attempt to remove all of it could have resulted in undesirable results.